Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results qc range 4.1 - 6.8 inr: qc 1: 5.1 inr. Qc 2: 4.9 inr. Qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot qc lot. All measurements were without error messages. Review of the meter error log revealed an error 8. This occurs when the target temperature is not reached by the heater plate, e.g. When the remaining power level of the batteries are too low to finalize the measurement. The customer resolved the issue by replacing the batteries. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 1:40 am, the meter result was 2.9 inr. At 9:17 pm, the meter result was 2.0 inr. At 11:31 pm, the meter result was 1.8 inr. Customer stated the time was set incorrectly on the meter and all three tests were within one hour and fifteen minutes. The customer's therapeutic range is 2.0-3.0 inr.